Event description:
Patient with history of post menopausal bleeding was admitted for a total laparoscopic salpingo-oopherectomy resection of right retroperitoneal mass, bilateral pelvic lymph node dissection and cystoscopy. The balloon of the vcare® plus, medium (34mm) cervical cup would not inflate. Another vcare® obtained with the same lot number, and it would not inflate. A third vcare® was utilized successfully. No known harm to the patient.